Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings around 316 mg/dl about an hour after a meal and expressed concern about persistent high readings and pump efficiency. Symptoms included elevated blood glucose. Outcomes included user-directed monitoring and continuation of therapy without hospitalization or alarms. Investigation included guided troubleshooting to fill tubing, verification of insulin delivery by observing drops, reconnection of the infusion set, and education to monitor glucose or perform a supply change; the user uses a cd infusion set. Investigation of this case revealed that insulin delivery was re-established after tubing fill and reconnection, as evidenced by a drop from 316 mg/dl to 310 mg/dl, though the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.